Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced weakness on the right side of her body the day of the implant procedure but it improved postoperatively. The next day, the patient experienced leg weakness. A CT scan may be taken but the results are unknown. Follow-up revealed there was no issue any more and the patient was still implanted.

Event description:
Follow-up revealed the patient's condition was improving. The patient reported mobility of the right arm had improved and leg weakness had subsided.